Event description:
It was reported that this event involved a pt who was known to have a very calcified aorta. The iab was inserted transthoracically and was in place for 12 days when pt was moved to the or. Blood was seen entering the helium tubing. Since a balloon rupture was suspected, the iab was removed without any complications.